Event description:
Patient was revised to address ion levels that were elevated, according to the patient.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update rec'd 1/21/2016: litigation received. Litigation also alleges pain, discomfort, metallosis and decreased mobility. The stem is being added to the complaint for the elevated metal ions. This complaint was updated on: 1/28/2016.

Manufacturer narrative:
UDI ((B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 5/17/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ion levels. Lab values indicated the ion levels are below 7ppb. There was no mention of metallosis. There is no new additional information that would affect the existing investigation. The complaint was updated on: 6/8/2016.

Manufacturer narrative:
Patient was revised to address ion levels that were elevated, according to the patient. Doi (B)(6) 2010 - dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search found one additional complaint against the metal liner. Per wi-3430, a review of the device history records is no longer required for this product. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.